Manufacturer narrative:
The device was manufactured january 30, 2018 ¿ february 1, 2018. The device was received for evaluation. Visual inspection on the returned unit via the naked eye noted the bladder had been ruptured. The ruptured bladder was microscopically examined for signs of an abnormality that may have caused the rupture. No sign of an abnormality was found. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured. This was identified during a patient infusion in the hospital. The device was filled with an unknown volume of an unspecified drug. It was reported that the pharmacist filled the device manually with a syringe. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This was identified while filling the device. There was no patient involvement. Should additional relevant information become available, a supplemental report will be submitted.